Event description:
Boston scientific received information that this patient developed a aseptic decubitus where this right ventricular (rv) lead is implanted. The decision was made to clean the pocket out, and impant a new device in a new subpectoral pocket. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.